Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm if customer receives product that is not within the same product family. Also includes mixed suture material, mixed suture diameters (suture to suture)? If not, yes, it is within the same product family. Also, when we received the product, we will observe it. Could it be possible that it was just an issue of suture color? Please confirm. The issue was that color was different. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown plastic surgery procedure on (B)(6) 2023 and suture was used. After opening the package, when the surgeon held the needle with the needle holder and was about to start continuous suturing, he realized that color of the suture was different from usual and the product was not used. The sales rep checked the product and it was supposed to be black, but it was pale brown. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/14/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received one needle suture combination outside its packaging. The packaging (winging former) was received empty and pertain to the product code 1696g. Upon visual inspection of the returned sample, it was observed the sample belong to product code 1696g. However, the suture has lost its color and this caused a color variation. An analytical characterization experiment, performed on ethilon sutures, demonstrated that sutures lost their color within 48 hours if are exposed to a 3% hydrogen peroxide solution. Unopened suture products exposed to hydrogen peroxide vaporization decontamination (such as in an ER) would eventually cause these colored sutures in current overwrap packaging to lose their color, but it is not known how many decontamination treatments would be necessary to achieve this. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.